Event description:
It was reported that this right ventricular lead exhibited high impedance and noise due to a distal conductor fracture. This lead was explanted and successfully replaced. This lead is not expected for return as it was damaged during extraction and retained by the hospital. No additional adverse patient effects were reported.